Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A DHR review was completed for the reported lot number and no notifications were noted.

Event description:
It was reported that medication could not be delivered with a pen ndl 31g 8mm 90 count. The following information was provided by the initial reporter, "it was reported needle clog during injection, does not re-use. Verbatim: consumer reported needle clog during injection, does not re-use. Consumer stated that the insulin does not flow through the needle during injection. Problem occurred within the past week, involving three needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication could not be delivered with a pen ndl 31g 8mm 90 count. The following information was provided by the initial reporter, "it was reported needle clog during injection, does not re-use. Verbatim: consumer reported needle clog during injection, does not re-use. Consumer stated that the insulin does not flow through the needle during injection. Problem occurred within the past week, involving three needles."